Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the full height cubie drawer 4 malfunctioned due to a failure of the position sensor. A field service engineer resolved the issue by replacing the position sensor. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary experienced a problem in which drawer 4, along with cubies a3 and d1, failed. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.